Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was observed to be cracked from the case seal to the grip pad. A leak test was performed and the pump was found to be leaking from the battery compartment crack. The pump was opened and corrosion was observed under the display near the battery casing. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(4) 2014.